Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. The patient was brought into the clinic and all measurements were within normal limits and there was no evidence of noise. The patient will be monitored. No adverse patient effects were reported. The device remains in service.